Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty ps3 vertical lift motor power supply. System operates as intended.

Event description:
It was reported that the system vertical lift movement was not working. No patient injury was reported.